Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device powered off unexpectedly by itself. It was also reported that the device intermittently would not power on or off when the device was connected to an ac power adapter and power inverter. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4) section d5 of the initial medwatch report indicates: operator of device ¿ blank section d5 of the initial medwatch report should indicate: operator of device ¿ health professional section e1 of the initial medwatch report indicates: initial reporter postal code ¿ blank section e1 of the initial medwatch report should indicate: initial reporter postal code ¿(B)(6)

Event description:
A third party service agent contacted physio-control to report that a customer¿s device powered off unexpectedly by itself. It was also reported that the device intermittently would not power on or off when the device was connected to an ac power adapter and power inverter. There was no patient use associated with the reported event.